Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had worked ¿great¿ for 2 months, but then started ¿sliding off.¿ the patient hadn¿t been ¿much better off, if not worse.¿

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).